Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the affected side was the left side. Femoral component was not removed or revised.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) report: it was reported that the patient presented with an infected total knee. The surgeon removed poly and washed the knee out and replaced with new poly the same size as removed. It was also indicated that there was loosening of the patella at the implant to cement interface. Cement manufacturer is unknown. The patella was removed but not replaced. Doi: unknown, dor: (B)(6) 2021, affected side: right knee.